Event description:
During surgical procedure for right total hip replacement, and after using hip trial, size 58, it was noted by surgeon, the locking ring mechanism was broken. X-ray taken, no foreign body noted. Area was irrigated. Procedure completed without problems.